Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the umbilical latch was missing the retaining screw. The umbilical latch was replaced, thus resolving the issue. The imaging system then passed the system checkout and was functioning normally. The umbilical latch was returned, and through analysis the reported problem was confirmed. The retaining clamp for the umbilical was missing; this would cause an unsecure connection and result in no charging. Visual inspection also noted that both jack screws for the pendant connector were missing, therefore the pendant/dongle connector is separated from the housing. It was determined that there was a physical damage failure for the returned umbilical latch. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the umbilical cable latching mechanism was broken. The latch that holds the umbilical cable on the system was loose and was not holding the umbilical cable tightly. As a result, the batteries had lost charge completely. It was noted that if the umbilical cable is seated, it will stay in. However, any minor force would dislodge it due to the latch being broken. There was no patient present when this issue was identified.